Event description:
It was reported that during a shoulder repair cuff procedure, a pt was burned. The surgeon placed the formula handpiece inside the joint and he pushed down on an angle, to the point that the formula handpiece and hub rested on the skin and caused a burn to the pt. The handpiece was not hot. The procedure was completed successfully.

Manufacturer narrative:
Additional info will be provided once investigation is completed.